Manufacturer narrative:
Lot number unknown. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The provided log file contained data spanning approximately 13 hours (on (B)(6) 2020, 5:16 ¿ 18:31 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. An internal controller fault became active at 17:26, correlating to a failed fuse a. The alarm was cleared. Then, within approximately two seconds, a driveline power fault alarm became active due to a break in power line a. The alarm remained active throughout the remainder of the log file. No other notable events were observed. The returned modular cable (lot number unknown) was observed to have significant jacket damage upon arrival, revealing inner layers. The cable failed functional testing due to the test revealing that its inner wires were damaged. The cable was tested using a test system controller and the cable was manipulated throughout testing; however, atypical alarms were unable to be reproduced. The cable was dissected, which revealed that its brown and red wires were significantly damaged. These wires are responsible for power lines a and b respectively. Although the reported alarm was not reproduced during testing, damage to these wires would cause a driveline power fault alarm to occur. The root cause of the damage to the modular cable was unable to be determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolved alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section titled 'emergency contact list') cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-05043. It was reported that the patient had a driveline power fault alarm. There was also a replace system controller alarm. The alarm was cleared and immediately reoccurred. The patient also had visible damage to the external portion of their driveline. A log file was reviewed, which showed on 05oct2020, a controller fault which was due to a controller fuse opening. This caused the driveline power fault. The file shows the alarm was cleared and returned. The controller and the modular cabler were exchanged. It was noted that this resolved the issue. The patient had intermittent dizziness, and low maps during the event. There was no interruption in pump support during this event. Upon further investigation, modular cable wire damage was observed.